Event description:
It was reported by service report that the head section not locking in position and the bearings caps were cracked. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Tubing, pivot hardware, bearing caps.